Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that while using the device, the spring broke off, causing the screw and clamp to break off inside the patient. All the pieces were retrieved and removed. There was no patient injury or medical intervention reported.